Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a yellow spot on the screen that progressively darkened over weeks, making the display difficult to read. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a display readability problem associated with the touchscreen; findings also considered ambient light effects, though the issue persisted. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.